Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as patient made mistake / touch contamination and a break in the line of the catheter. The patient experienced a fever, nausea and vomiting as a result of the peritonitis and was hospitalized. The patient was treated with vancomycin and recovered from the peritonitis. The patient was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a break in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.